Event description:
Wrong text on label, diameter not correct. This is 1 of 1 reports for this incident complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual examination revealed the label was incorrect. No further action was taken as the complaint was determined to be an isolated case. Device is not distributed in the united states, but is similar to device marketed in the USA.